Manufacturer narrative:
Concomitant product: baxter 200ml IV bag of nacl, therapy date (B)(6) 2016. The customer¿s report of silicone segment separation (lower) was confirmed. Visual inspection of the set noted a separation occurred at the lower pumping segment component. Further visual inspection identified a slight witness line in the silicone indicating that the retention ring had initially been present at the joint and had separated sometime after assembly. The lower half of the set was not returned for analysis. No other damage or defects were identified. Functional testing was not performed due to separation. The root cause of the customer¿s report of separation was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During an infusion, the device alarmed for ail. The report suggests that when the user attempted to remove the air from the line by gently flicking the air bubbles, the administration set separated at the pumping segment joint and chemotherapy leaked out. The report indicates that the user experienced mild irritation of skin of left forearm, however there are no indications of serious injury to the patient or user as a result of this incident.